Event description:
During piv [peripheral intravenous line] insertion the catheter extension set was found defective. Unable to flush or draw blood from it. Almost pulled IV out thinking it hit a valve when I decided to remove extension and try to flush. That's when observed that the adapter on the device is defective. New catheter extension placed. Product baxter one-link non-deph microbore catheter extension set (B)(4), lot (10) ur25f040245